Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the patient has had continuing and more severe pain in neck and shoulder - a loss of mobility in her neck and has a new curvature in her neck which reportedly did not exist prior to surgery. This is report 1 of 1 for complaint # (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and a lot number and a catalog number was not provided.